Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date and not prepping the skin with antiseptic solution have been ruled out as potential causes of the reported issue. However, it is believed the patient was on blood thinners. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the continuous bleeding is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient was on blood thinners. In addition, the cause of the lead being pulled out is due to incorrect surgical technique as the ER staff inadvertently pulled the lead out (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
A patient went to the ER due to continuous bleeding the day after their implant procedure. On (B)(6) 2023, when the ER staff removed the bandage the lead came out. The patient is fine and no further issues have been reported.